Event description:
It was reported that stuck on wire occurred. The target lesion was located in the internal carotid (ic) to the common carotid (cc) artery. A sterling 4.0mmx40mmx135cm balloon catheter was advanced over a non-boston scientific guidewire. However, the balloon became stuck midway during insertion and could not be advanced further. The device was removed and replaced with another device of the same size, which crossed successfully. The procedure was completed with the replacement device. There were no patient complications as a result of this event.